Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03412. It was reported the patient is no longer receiving effective stimulation due to her scs leads migrating. Subsequently, the physician decided to replace the leads. Reference MFR. Reports: 1627487-2013-03409 and 1627487-2013-03410.